Event description:
The procedure took place in 2002. The target lesion had a 90% stenosis with heavy tortuosity at the obtuse marginal. After pre-dilatation, a tristar was implanted at the lesion with an inflation pressure of 12 atm for 30 seconds. Reportedly, there was difficulty deploying the stent and there may have been a "dog bone" effect. Reportedly, the stent was not fully deployed. 18 days later, the day of a follow-up, the part of the stent where there had been difficulty, appeared to be fractured.